Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm after multiple set changes. The customer's blood glucose was 248 mg/dl at the time of incident. The customer reported the current blood glucose was 272 mg/dl. The customer reported the he disconnected from the insulin pump and rewind it. The customer reported that his blood glucose was running a little high after changing the infusion set. The customer reported that the cannula was bent after changing the infusion set. Troubleshooting was performed and it was explained to the customer that bent cannula may interfere with the amount of being delivered. The insulin pump will not be returned for analysis.